Event description:
A medtronic rep reported that as the ent case progressed the accuracy degraded. The surgeon at this point discontinued the use of navigation. She noted that the issue appeared to be happening between one and two hours after the system had been turned on. There was no pt impact.

Manufacturer narrative:
Pt identifier was not available from the site. MFR date unk. The device has not been returned to the MFR.